Manufacturer narrative:
At this time, microline surgical has reached out to the affected customer to see if the device can be returned for an investigation. If the device is returned and an investigation is done, a final adverse event report will be submitted.

Event description:
Disposable renew super atraumatic grabber tip broke into two pieces inside the patient's abdomen. The broken grasper caused retraction of bowel to be lost due to inability to grasp. One small piece of grasper fell freely into patient's abdomen. The piece was retrieved by the surgeon with use of laparoscope guidance and new grasper.

Event description:
The disposable renew super atraumatic grabber tip fractured into two pieces inside the patient's abdomen during the procedure. As a result, the surgeon was unable to maintain retraction of the bowel due to the inability to grasp. A small fragment of the broken grasper fell freely into the abdominal cavity. The surgeon successfully retrieved the loose piece using laparoscopic guidance and a new grasper.

Manufacturer narrative:
Despite requests made to the customer, the specific device associated with this complaint was not returned to microline sugical for a product evaluation, as a result, the resorted issuse could not be confirmed.